Manufacturer narrative:
Findings: unit passed the displacement test, rewind, basic occlusion test and prime/a33 test. The motor was tested outside of the device and passed. Pump received with cracked case at the display window corner, cracked reservoir tube lip, scratched lcd window, cracked battery tube threads and stained end cap sticker.

Event description:
It was reported that the insulin pump alarmed motor error during the bolus procedure. The blood glucose reading was 38 mg/dl. No significant events leading to the alarm were observed. The customer stated that she could not rewind the insulin pump. Advised discontinuation of the insulin pump. Nothing further reported.